Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: type of investigation was added: 10. H6: investigation findings was added: 213. H6: investigation conclusions was added: 4310. The complaint reported screw fracture. An implant and removal tool were returned but it could not be verified whether or not screw fragment were returned as the implant drive feature was inaccessible. Therefore, the reported event could not be verified. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR and complaint history review could not be performed as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : lot number not available.

Manufacturer narrative:
Zimmer biomet complaint cmp (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown.

Event description:
Doctor reports that screw fractured at tooth site # 4. Crown fractured off the implant. Implant was removed and is reported as a concomitant.